Manufacturer narrative:
Concomitant products: patient medications include aspirin, ceftriaxone, glucosamine, m.v.I., omeprazole, pravastatin, promethazine, sennosides-docusate sodium, sotalol, vancomycin, and xanax. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The cause of the infection could not be determined with the provided information. Additional devices implanted and involved in this event: plc201200/12303227, plc201000/12173116, and pla360400/11524891.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On an unknown date, infection of the endografts (cause unknown) with rupture of the aneurysm sac into the right psoas muscle (with right psoas abscess) was identified. It was reported the patient reported ¿feeling bad and steady decline¿ immediately after the implant procedure. On (B)(6) 2014, an additional procedure was performed whereby the gore® excluder® aaa endoprostheses were explanted, and a neoaortoiliac system bypass procedure was performed. The patient tolerated the procedure.